Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) h6 codes apply to the recharger. G2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger antenna paddle gets hot, this applies only to the external device, the internal device does not get hot. Also, a message on the controller was displayed ¿no device found¿. Attempts to resolve the issue by removing and reinserting the controller battery pack, as well as removing and reattaching the recharger cable, were unsuccessful. First started, yesterday. A replacement recharger kit was requested.